Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2026. On 04/18/2026, the patient reported no symptoms of hyperglycemia at the time of the event. During the same period, fingerstick blood glucose (fsbg) measurements were obtained, with values reported at approximately 90 mg/dl, 155 mg/dl, and 165 mg/dl, which were inconsistent with the cgm readings. The caregiver and the patient consulted an unknown personal who advised them that dexcom readings are generally more accurate than fingerstick measurements and believed the glucose meter may have been unreliable due to a possible battery issue. Despite these discrepancies, the caregiver administered insulin multiple times, relying primarily on cgm data based on the guidance. Following repeated insulin administration, the patient¿s condition deteriorated, and she was found unresponsive with abnormal breathing. Emergency medical services (ems) were contacted, and the patient was transported to the emergency department (ed). Upon arrival, the patient regained consciousness but was confused and disoriented. There is no documentation that ems obtained or compared cgm and fsbg readings, and the duration of unconsciousness. The patient was subsequently hospitalized for approximately 1.5 days. Specific details regarding ems care and hospitalization treatment were not recalled, and no corresponding cgm values were provided for the reported fsbg measurements as the patient could not recall ems care due to altered mental status. At the time of the report, the patient was doing fine. No data was provided for evaluation. The allegation and the probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.